Manufacturer narrative:
During investigation, there was corrosion found in the battery compartment. The battery compartment was found to be cracked to the left of the bumper pad from the treads traveling down to the case seal. A leak test failed due to the battery compartment leak. The pump was opened and there was evidence of moisture near the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was crack and there was evidence of moisture or corrosion the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.